Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The unexpected restart error test could not be performed due to the protruded drive support disk alarm. No damage was noted on the interface board. The insulin pump had normal operating currents. No unexpected off no power alarm was noted. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, a cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed during the manual prime. Customer's blood glucose was 89 mg/dl. Troubleshooting was performed. Customer reported the insulin is squirting out during manual prime. Customer was advised to disconnect from the device. Customer reported the device has been drop or bump prior to the alarm but does not recall a specific time. Customer stated the drive support cap is sticking out and she did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for unexpected restart and off no power was also done. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.